Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging an issue with coding his onetouch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue began on an unspecified day in (B)(6) 2010. The cca noted that the patient manages his diabetes with oral medications. It is not known if the patient discontinued testing his blood glucose as a result of the alleged issue. It is also not known if the patient made any changes to his usual diabetes management regimen after the alleged issue started. On an unspecified date/time, after the issue began, the patient claimed he developed frequent urination; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Event description:
The user received a questionable hcg + ss (human chorionic gonadotropin + ss) result for one patient sample. The patient was 8 weeks pregnant when a result of 32.24 miu/ml was generated and reported outside the laboratory. The result was questioned by the gynecologist because the pregnancy had no problems and the heart beat of the fetus was present. A new sample was drawn from the patient on (B)(6) 2010 and tested. The result from this sample was 130000 miu/ml. No adverse events were reported. The human chorionic gonadotropin + ss reagent lot number was 158515.

Manufacturer narrative:
The 510(k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.